Event description:
It was reported that a pump experienced system error 322. It was also reported that there was no patient incident.

Manufacturer narrative:
. Baxter's investigation is in progress. When complete, a supplemental report will be submitted.